Event description:
It was reported that the pump usb port was damaged, causing pump to shut down and making charging difficult because cable had to be held in a specific position. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.